Event description:
Arthritis of left knee [arthritis], joint effusion in left knee [joint effusion], pain in left knee [arthralgia], swelling in left knee [joint swelling]. Case description: spontaneous report was rec'd on (B)(6) 2012, from a physician regarding a female pt in her (B)(6), initials unk, with gonarthrosis. The pt's medical history was significant for previous treatment with unk hyaluronic acid product. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection at 2 ml, frequency not provided. The lot number of synvisc was not provided. On an unspecified date, in (B)(6) 2012, the pt developed arthritis and non-clear joint fluid was aspirated. The symptoms were like pseudogout. The action taken with synvisc treatment was not provided. On an unspecified date, the pt recovered from the event of arthritis. The outcome for the event of joint effusion was not provided. Concomitant medications were not provided. The intensity for the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probable. The relationship between synvisc and the event of joint effusion was not provided by the reporting physician. F/u info was rec'd on (B)(6) 2012, from the physician regarding the pt demographics, medical history, product info, event info, concomitant medications, details of hospitalization and treatment medication which made the case serious. The pt was (B)(6) with initials (B)(6). The pt had concomitant disease of osteoporosis (since (B)(6) 2011). On (B)(6) 2012, the pt was diagnosed with gonarthrosis in the left knee with kellgren and lawrence grade ii. The pt's medical history was significant for previous treatment with artz ((B)(6) 2012). On (B)(6) 2012, pt had arthrocentesis of the left knee with 10 ml of yellow fluid aspirated and then using a disposable needle w/o sterilized gloves, the pt rec'd the first synvisc injection into the suprapatellar of the left knee at 10:00 after sterilizing with iodine. The pt had no complications including immune system decrease, generalized infectious symptoms, skin disease around the injection site, intra-articular infection or intra-articular inflammatory symptoms prior to the injection. The same day at 17:00, the pt complained of pain and swelling in the left knee. The pt had arthrocentesis with 60 ml fluid aspirated and was hospitalized for treatment. The event was diagnosed as arthritis. The pt was treated with dexamethasone sodium phosphate at 3.3 mg in the left knee. On the same day, the treatment with synvisc was permanently discontinued. On (B)(6) 2012, the event of arthritis of left knee was alleviated and the pt was discharged. The outcome for the events of swelling in left knee and pain in left knee was not provided. The intensity for the event of arthritis of left knee was mild and for the events of swelling in left knee and pain in left knee was not provided. The concomitant medication included alendronate sodium hydrate. The reporting physician assessed the relationship between synvisc and the events of swelling in left knee, joint effusion in left knee and pain in left knee as probable.

Manufacturer narrative:
Add'l info was rec'd on (B)(4) 2012, in the form of qa (quality assurance investigation) results. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Date is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.